Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during a follow-up session. A "pop-up" window indicated that the programmer was about to shut down due to "low battery" despite the fact that the electrical cord was in a fully working socket and that everything was fully inserted and correctly connected. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during a follow-up session. A "pop-up" window indicated that the programmer was about to shut down due to "low battery" despite the fact that the electrical cord was in a fully working socket and that everything was fully inserted and correctly connected. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed that the programmer shut down when equipped with provided battery and an external power supply. Additionally, battery was depleted and would not charge. Replaced battery to resolve issues. It was additionally noted that the stylus and cursor did not align on the screen and that calibration did not resolve the issue. Replaced touch controller board to resolve. Reconfigured, reloaded and updated software. Device passed functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the touch controller printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Benchtop analysis: the provided touch controller pcba was installed into a known good unit. Board works as expected ¿ stylus works correctly, and touchscreen responds normally. The board was sent back to the service center for additional testing. Touch controller pcba installed into a known good encore programmer at service center. The unit passed successfully full functional test. No defect found. Conclusion: could not confirm customer complaint. No defect found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: it was further reported during initial analysis that the programmer did not shut down when the power supply was plugged in while performing endurance testing, that it only shut down when the programmer was running on its backup battery, because the battery would not charge. The backup battery was depleted (0 light-emitting diodes [led] were lit on the battery indicator). The backup battery was not charging and the charging led was not burning (blinking) when the battery charger was plugged in. When tested with a test backup battery everything worked ok, the charge led was blinking and the test backup battery was charging. The backup battery was deemed defective and in need of replacement. It was additionally noted that the touch screen did not work correctly, that it faltered and that it had to be clicked several times before the option would "select." If information is provided in the future, a supplemental report will be issued.